Event description:
The caller stated that she received a report that on (B) (6) 2010 a cuff had leaked, and the patient was re-intubated. She stated that they do not have a lot number and the tube was discarded.